Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen appears to chalky or fuzzy. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump screen was difficult to see. Troubleshooting was declined by the customer. Insulin pump will not be returned for analysis.